Manufacturer narrative:
G4: 06jan2020. B4: (B)(6). The customer confirmed the co2 rebreathing issue. The customer reported that the flow sensor assembly was replaced to address the reported problem. The unit is now back out in the field. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
PMA/510k: 18may2020. Date of report: 26may2020. The part was returned to the manufacturer for the failure investigation (fi). Submitted unit failed due to air flow sensor caused by u1 drifting out of specification. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/27/2019.

Event description:
The customer reported a low leak alarm. There was no patient involvement.